Event description:
During insertion, wire was inserted about 2cm and the pt complained of pain. Nurse backed out the wire and tried again and the pt again was in pain after 4-5cm insertion. The nurse tried to back out the wire and it wouldn¿t dislodge. Trauma surgeon was called and he pulled the wire out. Pt has bruising of the vein. Wire was saved for return. Upon observation after extraction, the wire was shown to have unraveled/frayed.

Manufacturer narrative:
The complaint of a break in the guidewire was confirmed and appears to be use related. The product returned for eval was a guidewire. The distal end of the guidewire, containing the weld tip, was detached from the sample and was not returned for eval. The returned segment was elongated to an overall length of 28.1¿. The distal section of the coil wire was unraveled, tangled, and bent. Microscopic examination of the distal ends of the core and coil wires showed that the fracture surface was fairly straight. This type of damage can be seen if the guidewire is retracted through the introducer needle and becomes snagged on the needle bevel. The complaint record stated, ¿nurse backed out the wire and tried again and the pt again was in pain after 4-5cm insertion. The nurse tried to back out the wire and it wouldn¿t dislodge. Trauma surgeon was called and he pulled the wire out.¿ the IFU warns the user, ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of rewc1213 showed no other similar product complaints(s) from this lot number.